Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the patient stated that infusion set tape was not sticking because set bumped off.

Manufacturer narrative:
E1: event city: (B)(6).event country: belgium.name: medtronic minimed.country: united states of america.address ¿ line 1: 18000 devonshire street.city: northridge.state: california.zip code: 91325¿1219.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 8021545.